Event description:
It was reported that the patient was refilled 2 days prior to the report and ¿felt weird¿ after. The patient came back the next day and the pump reservoir was aspirated and the residual amount was exact. Catheter dye and rotor studies were performed and showed normal results. The pump was updated with a bolus after the dye study and the patient was sent home. Once home, the pump reportedly started alarming. The pump logs were read on the day of the report and showed a low battery reset, safe state occurred on (B)(6) 2015 at 11:15 . The pump was updated at 11:13 (received logs showed the pump was restarted at 12:08 and the reset occurred at 12:10). It was discussed that the pump would need to be replaced to maintain therapy. The pump was not programmed out of safe state. The patient was admitted and treated with intravenous and oral medication. The patient experienced nausea, vomiting, diarrhea, and spa sms. The pump was replaced the following day. It was noted that post catheter dye study, the bolus only ran for 2 minutes before the pump went into safe state. It was reviewed that the best solution would be to aspirate the catheter and prime the entire system at once. It was also noted that the catheter fluid was analyzed. The patient was receiving effective therapy post replacement. The pump was used to deliver compounded baclofen and morphine.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump battery found high resistance. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: no longer applies to this event.